Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband called to report that the customer was hospitalized due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization was 576 mg/dl. Customer reported symptoms related to their high blood glucose levels included vomiting and unable to keep food down. Customer was wearing the insulin pump at the time of hospitalization. Customer's husband reported that the reservoir was empty upon removal. Customer's husband reported that due to the pump being away from the sensor the warning alerts were not detected by the customer. Customer's husband declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is being replaced at the customer's request.